Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with blank display due to missing battery cap metal contact. Unit was tested with test battery cap. Unit was received with operating currents within specifications and passed self-test. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a blank display. Troubleshooting was performed with no resolution. The pump was not bumped or dropped or has not been exposed to moisture. The customer was advised to let the insulin pump rest for two hours without a battery and to call back. The blood sugar is not known.